Event description:
General report received of an unspecified number of undocumented incidents of no flow. On unspecified dates, primary tubing sets were being used to deliver unspecified solutions, at unspecified rates, via unspecified pumps. At unspecified times, the option-lok male adapters of the secondary tubing sets were connected to proximal needleless valve connector y-sites on the primary tubing sets for piggyback deliveries of unspecified antibiotics. After unspecified lengths of time, no flow of solution from the secondary tubing sets were disconnected 3-4 times from the proximal needleless valve connector y-site on the primary tubing sets and reconnected to proximal needleless valve connector y-sites on the primary tubing sets. At this time, the solution would flow. Multiple unsuccessful attempts were made for additional information including if there were any reported adverse patient effects, delays in therapy critical to these patients, and if medical intervention were required.

Manufacturer narrative:
The customer indicated that the devices were discarded. The lot number of the devices that were in use are unknown. The customer contact identified two possible lot numbers (plots). The possible lot numbers are 142054w and 160184w. A representative device from an unspecified lot is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.